Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer was treated with manual injection for the blood glucose and blood glucose levels went down. A customer reported that the insulin pump was not delivering insulin and the blood glucose value was 400-600 mg/dl at the time of the incident and the current blood glucose level was 185 mg/dl. The customer declined to troubleshoot as she was in healthcare professional's office. Troubleshooting was performed. The product will not be returned for analysis.